Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the rn opened the intra-aortic balloon (iab) kit to find that the iab was not wrapped correctly. As a result, while inserting the iab into the sheath, the iab did not fit through the super arrow-flex (saf) introducer which was inserted into the pt's femoral artery. The md removed the iab only and used another iab through the same saf sheath without difficulty. Iab therapy was not delayed or interrupted. There were no reported pt complications.